Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set would not disconnect from the patient line of an amia cassette and there was a separation between the female connector and mainbody of the transfer set. It was further described as "dark blue piece unscrewing from the light blue piece". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with an amia patient connector (from amia cassette set) attached to the female connector of the transfer set. A visual inspection with the naked eye noted the female connector of the transfer set was separated from the main body of the transfer set twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of separation between the female connector and main body of the transfer set twist clamp was verified, however the reported condition of connection issue of transfer set female connector (unable to disconnect from patient connector of amia cassette) was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.